Event description:
Information received indicates that during testing volume was 9.4 ml instead of 10 ml. Checked two times and check set. No patient impact.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.